Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed on the device with no issues noted. The returned device ran on a homechoice machine with no issues noted. Upon conclusion of the investigation, the device was determined to meet product specifications related to the reported event. The cause of the reported alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.